Event description:
A letter was rec'd from the surgeon stating: "in 2001, I performed an operation which involved the use of medium-large ("green") "hemoclips". Perhaps 10 or more clips were applied with the short 5" clip applicator provided. The pt developed arterial bleeding in the recovery room. Pt was returned to or and again several clips were found loose in the wound, and others were easily "irrigated" off with the pulse evacuator. I do not believe the clips were defective. I believe that the problem was related to the size of the clips and the short length of the applicators which are incapable of providing adequate leverage and compression.